Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000166, serial/lot #: na. A medtronic representative went to the site to test the equipment. The door end switch was adjusted and a system calibration was performed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. There was no patient involvement. The system gantry would not open. The system screen indicated the door was open even though it was closed. The imaging system was down from (B)(6) 2020 until (B)(6) 2020. No further information was provided.